Manufacturer narrative:
Pump delivered within specifications. Complaint of 31 was not confirmed.

Event description:
On 7/24/96, the pt was started on nasogastric tube feedings due to poor intake. At approx 3;30 pm on 7/24, 400-500 cc of an enteral feeding solution were hung, and the pump was set to deliver 50 cc/hr. At approx 4:30 pm, the alarm sounded indicating the bag was empty, and another 400cc were hung. At 5:00 pm, the pt was checked and 100 cc had been delivered. The residual was 60 cc at that time. Tube feeding was stopped. The pt did not show any signs of distress. The pump was checked to assure the rotor was clean and running correctly. At approx 8:00 pm, tube feeding was resumed and about 500 cc were hung. By 9:00 pm, the pt had received an add'l bolus of approx 300 cc. Residual was checked and there was no return. The pt did not show any signs of distress. Placement of the nasogastric tube was checked several times through the evening and was found to be placed properly. At approx 10:00 pm, the pt was showing signs of congestion, respiratory distress and had an increased temperature (103 rectaly). The pt subsequently expired at 10:40 pm. The immediate cause of death was given as "cardio-respiratory failure causes unk."